Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported the infusion tube disconnected at the luer lock 2 times in the past 6 weeks. She smelled insulin, and she checked the infusion tube and saw that it had broken. No adverse event was reported. The product has been discarded and will not be returned for evaluation. She could not provide the lot number or expiration date.